Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified distal of right coronary artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured at 3 atmosphere (atm). However, it was further reported that the device was completely and simply removed from the patient's body. The procedure was completed with a non bsc device. No complications were reported. The patient condition was good post procedure.